Event description:
It was reported that the patient had recently fallen. The lead impedance and thresholds have been increasing since the last follow-up. X-ray did not reveal any visible damages. All other measurements were normal. The physician opted to monitor the patient until the next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that during a device change for eri, the lead was capped. The impedance had continued to rise over time.